Event description:
It was reported that there was a driveline power fault alarm that appeared on the controller and the monitor. The alarm was permanently muted and the controller and modular cable will be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: as an additional finding, the serial and software revision labels are damaged. As an additional finding, the pump running green arrow symbol on the user interface were dim. The reported event of driveline power fault alarms was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured a driveline power fault alarm being active for all events. The data is consistent with the returned evaluation of the modular cable. The returned system controller was functionally tested using laboratory equipment and operated on a mock circulatory loop without any notable event captured in the history event screen. No functional issue was identified that could be correlated to the driveline power fault alarm events captured in the log file. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 08feb2017. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline power fault alarm. Driveline power fault alarm 1. Call your hospital contact immediately for diagnosis and instructions. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn no further information was provided. The manufacturer is closing the file on this event.